Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Robotic left oophorectomy - "deployed bag, put ovary in bag and tried to pull through 8 mm incision, bottom of bag blew out and a piece of bag detached into patient." Intervention - "retrieved piece of applied bag out of patient." Patient status - "good."